Event description:
Call received to report an adverse event with a medical device that was bought online. The device is called a shoulderreliever. Reporter bought this item in (B)(6) of 2024 and was intermittently used per instructions over the holidays. On approximately the (B)(6) 2025, the device was utilized every day with the provided manufacturer instructions to help relieve and maintain shoulder health. The system consists of roped sets with and additional should traction cuff to apply during sleep. During the 40-day treatment cycle, reporter experienced pain and dislocation of her shoulder, at 40% loss of range of motion, and constant pain ranging from 5 to 10 on the pain scale each day. The device has currently caused loss of work time (self-employed), and reporter's inability to perform as a professional sailor.